Event description:
It was reported that the atrial lead exhibited noise and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Final analysis found that the distal insulation was damaged as a result of mechanical stress (i.e.: suture sleeve tie-down) which resulted in the reported noise and impedance anomalies.